Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a power-on reset (por) condition. The patient tried clearing the por but was receiving an exclamation point (!) Message and a "call your doctor" icon. The patient typically recharged every 1.5 weeks and when he went to recharge he received the por. The patient had a CT scan about a month prior to the por message. Before the CT scan was performed the stimulator was turned off. After the CT scan there were no changes in stimulation or recharging until the por condition about a month later. When the stimulator was interrogated with a physician programmer, there was a discharged battery message. The por was cleared and the stimulator was recharging. Additional information has been requested, a follow-up report will be sent if additional information becomes available.